Event description:
It was reported that the patient had a pre-existing arteriovenous (av) fistula of the superficial femoral artery (sfa). The patient presented for an attempt at revascularization and closure of the av fistula. Upon angiography, the sfa was noted to have patent previously placed stents (unspecified) through the proximal and mid portion. At the mid portion of the vessel, there was an av fistula that gave rise to two jets. A 4.0 x 19 mm graftmaster stent was placed across one of the jets and was inflated to 18 atmospheres (atm) without difficulty. The stent delivery system (sds) balloon was retracted and the stent was post-dilated with a 6 mm balloon. There was still brisk flow into the av fistula; therefore a 4.0 x 12 mm graftmaster stent was placed across the second jet and deployed to 18 atm without difficulty. It was then also post-dilated to 6 mm. This increased diameter foreshortened both stents, and as a result, did not allow for adequate apposition for closure of the av fistula. Therefore the 7 french sheath was exchanged for a 10 french sheath and a 6.0 x 30 mm non-abbott covered stent was placed through both graftmaster stents, proximally and distally. The 6.0 x 30 mm non-abbott covered stent was slowly deployed and post-dilated using a 6 mm balloon to 14 atm. The initial av fistula disease resolved to 0% residual stenosis and successful closure of the av fistula. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The 4.0 x 19 mm graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Although the graftmaster was used in the sfa, it does not appear to have contributed to the reported difficulty. It should be noted that the IFU, (stent graft placement - precautions section) states: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp) as indicated on product label. Use of pressures higher than specified on the product label may possibly result in a ruptured balloon and potential intimal damage and dissection. In this case, based on the reported information, the lack of wall apposition and/or stent foreshortening appears to be due to over-expanding the stent by inflating the balloon above rated burst pressure and following up with additional pre-dilatation. It is likely that over expanding the stent caused the stents to foreshorten and as a result, did not allow for adequate apposition for closure of the arteriovenous (av) fistula as reported.